Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that daughter is hospitalized due to high blood glucose. Customer's mother also states that her daughter fell at park due to the blood glucose being off and loss of apatite. The doctor states that the daughter is not getting insulin from the insulin pump. There was no air in the tubing. The blood glucose at the time of the event was 502 mg/fl. Nothing further reported.